Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it is summer here and the infusion sets are not sticking to his body. Customer stated that he does not have supplies with him. Customer stated that the incident occurred on (B)(6) 2016 and his blood glucose was high at 417 mg/dl. Customer treated for the high blood glucose by using a manual injection. Customer declined troubleshooting for the high blood glucose reading. Customer stated that the tap is not sticking now that summer is here. Customer is using quick sets and perspires heavily. Customer declined video assistance. Customer was advised to monitor the issue.